Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit was unable to turn on.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated the pump was not called in for blood back or catheter rupture . All that is known is the pump was left turned off plugged in after the event and blood shorted the 4 boards in the card cage. In order to resolve the issue, fse replaced all blood contaminated parts and cleaned residual blood from unit. The fse performed full functional test and cycled unit on catheter and simulator with no errors to report. Unit passed all functional and safety checks and was released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was unable to turn on.